Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: a review of the black box showed a replace battery alarm followed by multiple consecutive reboots. There was evidence of discharged batteries being installed in the pump. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete investigation. The battery compartment was intact with no damage found. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found.